Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of retraction issues could not be confirmed from the 6 representative 24ga insyte autoguard units that were received in sealed packaging from lot #3262520. A functional test revealed no damage on the returned samples and each needle fully retracted within the safety shield. The retraction time was within specification. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction issues and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard needle did not retract. The following information was provided by the initial reporter: just alerting you to a possible malfunction for the insyte-n autoguard IV catheter, lot#: 3262520 that my pop staff explained today. The autoguard device is not performing correctly when pressing the retract button. I tested one myself and the button would not engage initially and required several attempts to have the button work. This is resulting in the failure of IV attempts that were tried today and yesterday. I have a brand-new package that I just opened, tired the button once and does not depress. I did not try it multiple times to test. 2. An impact occurred for two patients that I am aware in our paediatric outpatient department. The failure for the autoguard device to activate was associated with failed IV attempts. One of the patients had at least two failed attempts that staff feel were due to the device not retracting as expected. Impact to patient, new IV inserted, no impact to staff. Unclear at this time how many incidents there are.

Event description:
Clarification of events: patient 1: (occurrence 1x: did this fail to retract or have a slow retraction?) I cannot confirm if the failed IV attempt on this patient was directly related to failure of the cannula to depress. The nurse that brought this issue to my attention on (B)(6) for patient 2 was concerned that it could have been the cause of a failed IV attempt on (B)(6) that she was aware of for a different nurse and patient. The nurse felt that the two IV attempts would have been successful had she not had excessive movement for the cannula by needing to depress the cannula multiple times for it to retract. On review with this nurse, it is her usual practice to insert the IV cannula into the vein, then press the button to retract the needle while the needle/cannula is insitu within the vein. I have reviewed with my nurse that my own practice with the cannula is to insert into the vein, withdraw the needle from the cannula and depress the button after it has been withdrawn from the cannula/patient. This will prevent any excess movement with the needle still actively in the vein. I have seen both techniques used with different nurses.

Manufacturer narrative:
The customer response clarifies the event date. This MDR is to clarify information related to patient 1. Two additional mdrs have been filed to represent device testing that was mentioned in the initial MDR submission.